Event description:
It was reported that in 1994 pt underwent left total hip replacement. Several years later, in 1999, x-rays revealed market eccentricity of the femoral head in the liner and a metallic lucency around the neck of the femoral stem consistent with one of the shell tynes. Pt subsequently underwent revision of the hip in 1999 where the shell, liner, femoral head and bone screws were all replaced with new zimmer products. It was confirmed at the time of the revision procedure that one of the tynes from one set of tabs had fractured.

Event description:
It is reported that on 9/1/1994 pt. Underwent left total hip replacement. Several years later, on 10/14/1999, x-rays revealed marked eccentricity of the femoral head in the liner and a metallic lucency around the neck of the femoral stem consistent with one of the shell tynes. Pt. Subsequently underwent revision of the hip on 11/11/1999 where the shell, liner, femoral head and bone screws were all replaced with new zimmer products. It was confirmed at thet time of the revision procedure that one of the tynes from one set of tabs had fractured.